Event description:
In (B)(6) 2003 an s-rom hip stem with 11/13 taper was implanted together with a ceramic hip head with 12/14 taper. Revision was performed 2011. Patient is now claiming against hospital. Hospital´s lawyer is asking whether depuy is paying part of compensation to patient as our s-rom label for the specific lot does not show the taper to be a 11/13 size.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations since their release to distribution. Review of implant records confirms the reported taper length mismatch. The 11/13 taper femoral stem was implanted in conjunction with a 12/14 taper femoral head. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of labeling that would have been on the reported femoral stem device does not confirm the reported labeling deficiency. The labeling indicates a 11/13 taper. X-rays were received and reviewed. Taper connections cannot be evaluated nor can taper lengths be defined by the data contained in an x-ray. There is too much dense material surrounding the connection to be able to extract any data about the taper interaction. A provided photograph of the femoral stem and head tapers shows significant deformation of the s-rom taper. It appears that the taper of the femoral head was larger than that of the stem and allowed the stem to rock, rotate, and deform further into the taper. The stem and head may have ultimately locked together at the mouth of the head and the furthest point of deformation on the stem. As seen in photography, it appears that the titanium stem deformed enough to work itself into the head and deform around the rim of the taper. The investigation could not verify or identify any product contribution to the reported event with the information provided based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.